Event description:
It was reported during in clinic follow up that the right ventricular lead delivered inappropriate shock delivered due to external noise. The lead will continue to be monitored. The patient was stable and asymptomatic.